Event description:
It was reported that the locking wheel of the driver loosened while implanting the ardis cage.

Manufacturer narrative:
Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.